Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2025-17550 - device 6 of 8. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set leakage event. The leakage was in the catheter. The patient's blood glucose level was recorded between 250-300 mg/dl during the event. The issue occurred with a total of 8 infusion sets. No further information available.